Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The hospital secretary reported via phone call that she was hospitalized for diabetic ketoacidosis and unexplained elevated high blood glucose. The blood glucose reading was 177 mg/dl. The customer stated that the insulin pump was not working. The customer stated that she had continued to bolus using the insulin pump but was not receiving insulin leading up to the hospitalization. The customer was admitted into the intensive care unit and was treated with an insulin drip. The customer's physician requested replacement of the insulin pump. The physician was advised to have the customer revert to a back-up plan and agreed to return the device for analysis.